Event description:
It was reported that the device would not turn on. There was no report of patient involvement with the incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not charge the installed battery and operate on battery source. Physio replaced the power supply module and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined the root cause for the reported incident was an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.